Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent power issue and moisture was in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the pump was returned with no evidence of moisture in the battery compartment. There were multiple pump reboot events observed in the black box. A leak test failed due to cracks in the battery compartment. Moisture was found on the printed circuit board. The pump was exercised for 24 hours with no loss of power occurring. The display screen was dim and discolored.